Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the evaluation is pending completion, as the investigation is ongoing. Olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported events; the user facility reported that on (B)(6) 2017 two bronchoscopes were sent to a laboratory for culturing due to possible cross-contamination. The device culture tested positive for mycobacterium abscessus. As part of our investigation, olympus personnel including an endoscopy support specialist (ess) was dispatched to the user facility to observe the user facility¿s reprocessing practice and to provide reprocessing training. The following observations were noted: pre-cleaning of endoscopes were not performed according to olympus instruction/reprocessing manuals as the duration of suction detergent/water through channels was too short, the angulation levers were not turned during leak test, and the endoscopes were not placed correctly within the automated endoscope reprocessor (oer-pro) machine as the insertion tubes were pressed up against the lid during a reprocessing cycle. The subject scope will be sent to an off-site independent laboratory for microbial testing and ethylene oxide (eto) sterilization. Olympus will continue to investigate and work with the user facility to obtain more specific and detailed information regarding the reported event. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that the bronchoscope was cultured and tested positive for an unspecified microorganism.

Manufacturer narrative:
This supplemental report is being submitted to correct the following information reported, and to provide additional information. Based on further investigation of these reports, olympus was informed by the user facility on (B)(6) 2018 that there were two patients that were reported infected with the use of two different bronchoscopes (model: bf-h190, serial:(B)(4) & bf-1t160 with serial: (B)(4)). Both bronchoscopes were reprocessed in the oer-pro with serial (B)(4). The user facility reported that on (B)(6) 2017. The bronchoscope model bf-h190 was used to examine two patients. Bronchoalveolar (bal) samples were collected from both patients and both grew mycobacterium abscessus. The user facility reported that the first patient was referred to as the ¿index patient¿ and the second patient was the infected patient. The bronchoscope was not cultured. The bronchoscope and the oer-pro were removed from service on (B)(4) 2017. This bronchoscope was returned to olympus on (B)(4) 2018 for evaluation. Additionally, the user facility originally reported to olympus of a possible patient infection with the use of this bronchoscope on (B)(6) 2017.

Event description:
Olympus was informed that a bf-h190 bronchoscope may have been contaminated and may have infected two patients who underwent bronchoscopies. The facility informed olympus on (B)(6) 2017 that the bronchoscope at issue was being sent for microbial testing, and the hospital claims it informed olympus about potential scope contamination at this time. The facility reports that each patient received a bronchoscopy on (B)(6) 2017, and the procedures were completed one after the other. The facility reports that it discovered the infections on (B)(6) 2017, after analyzing bronchial lavage cultures. Both patients have received treatment for the infection; however, the current conditions of the patients are unknown.

Event description:
The user facility further reported that the first patient likely had (B)(6). The second patient has a history of a lung transplant with no risk for (B)(6). The second patient's bal grew (B)(6) as the genotypical analysis showed a similar (B)(6). As of (B)(6) 2018, it is presumed that the first patient has (B)(6). The second patient was treated empirically with antibiotics. The antibiotics were then discontinued because of adverse effects and no definite infection of (B)(6) was identified. Sequentially, genotypical analysis confirmed that the (B)(6) were identical.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility regarding the event description, to provide the laboratory results and the physical evaluation results of the returned bronchoscope. The bronchoscope was received at the olympus service center in (B)(4) for evaluation on january 4, 2018. The initial evaluation results indicated that there were multiple dents/buckles noted on the insertion tube, which caused restrictions when passing biopsy forceps and cleaning brush into the instrument channel. The scope passed the leakage test. In addition, the plastic distal end cover was detached from the bending section. The bending section cover was removed to perform advanced diagnostics. It was noted that the charge coupled device (ccd) shrink tube was cut in half. A refurbished bronchoscope was delivered to the user facility on (B)(6) 2018. As part of our investigation, the bronchoscope was sent to an off-site laboratory for microbiological testing and the laboratory results indicated that there were no microorganisms recovered from the bronchoscope. The bronchoscope was subjected to gas sterilization (eto) and was forwarded to the olympus national service center in (B)(4) for further physical evaluation. A visual inspection was performed on the bronchoscope, and confirmed the external damages noted during the initial evaluation of the bronchoscope. A thin diameter boroscope was used to examine the internal channel and suction channel of the bronchoscope, and found the instrument channel to be collapsed likely due to the external damage on the insertion tube. There were no signs of foreign material, and stains, observed inside the biopsy/suction channel. However, multiple scrape marks were noted on the biopsy channel wall at the distal end side. In addition, there were no missing parts noted on the bronchoscope. No leak test was performed as the bending section cover was removed from the initial evaluation. The condition of the insertion tube and the instrument channel are indicative of wear and tear. Additionally, the user facility further reported that the oer-pro was not removed until (B)(4) 2018. Based on the evaluation results, the cause of the patient¿s outcome cannot be conclusively determined at this time, as the investigation is still ongoing.